Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had decreased vision after the implantation of the intraocular lens, model pcb00 +23.0 diopter. As a result, the lens was explanted and a another pcb00 lens, +22.0 diopter, was implanted as a replacement. It was also noted that there was no secondary intervention required such as vitrectomy, suture or incision enlargement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/20/2019. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the lens was observed into pieces with some depression marks on the surface that could be related to the explant process. Due to the conditions of the returned sample, the customer's reported complaint could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.